Event description:
It was reported that after reprocessing the subject device¿s black part at the base of the coupler has peeled off and revealed the metal. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water-tightness failure in the main unit and hazy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the adhesive was loose on the main unit, it is likely that it is unable to maintain airtightness. The image became cloudy due to moisture and humidity, as water has entered the main unit and the image could no longer display correctly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.